Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-20487. It was reported the scs system is no longer functional. The pt reported the system only lasted for a year and a half after implant then it stopped working. Surgical intervention may be undertaken to replace the scs system with a competitor's system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.